Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator and the left min, right min and right max hand control buttons were found to be non-functional; however, the device did activate when tested with the footswitch. During functional testing on gen04 an error code 5 was displayed. Upon mechanical inspection it was found that the clamp arm did not close. The device was disassembled to verify the condition of the internal components and the rotation knob was found to be broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device, causing the failure of the hand activation buttons. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ or solid tone later in the procedure. It is possible that the broken rotational knob did not allow the device to be torque properly and return an error code message or instrument error. No conclusion could be reached as to what caused the damaged rotation knob pin hole.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code five after using ten minutes. Reinstalled but still had the same problem. Changed to another device and it could not past the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient.